Event description:
As reported, the hub of a 4f sim 2 100cm tempo diagnostic catheter was leaking. There was no reported patient injury. The intended procedure was a middle meningeal artery (mma) embolization. The leak was identified at the hub where the catheter connects to the luer end and was noticed when attempting to perform a hand injection. A contralateral approach was not used. The access site vessel was described as normal. The device was flushed prior to use, and the sheath dilator was securely connected at the hub. No difficulties were encountered during insertion or withdrawal. The product was stored and handled according to the instructions for use. No device damage was noted prior to opening the package. There was no difficulty removing the device from the sterile packaging. No unusual force was used during the procedure, and no difficulties were encountered while inserting or withdrawing any concomitant devices. The device will be returned for evaluation.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the hub of a 4f sim 2 100cm tempo diagnostic catheter was leaking. There was no reported patient injury. The intended procedure was a middle meningeal artery (mma) embolization. The leak was identified at the hub where the catheter connects to the luer end and was noticed when attempting to perform a hand injection. A contralateral approach was not used. The access site vessel was described as normal. The device was flushed prior to use, and the sheath dilator was securely connected at the hub. No difficulties were encountered during insertion or withdrawal. The product was stored and handled according to the instructions for use. No device damage was noted prior to opening the package. There was no difficulty removing the device from the sterile packaging. No unusual force was used during the procedure, and no difficulties were encountered while inserting or withdrawing any concomitant devices. The device was not returned for evaluation. A product history record (phr) review of lot 18397936 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿luer hub ¿ leakage¿ could not be substantiated because the device as not returned for evaluation and images were not provided. The exact cause of the event cannot be determined however, no damage was noted while opening the package, the device was flushed prior to use and no difficulties were noted during insertion therefore, handling factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), ¿treat all 4f catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.